Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had data error message on screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a data error message. The technical support specialist (tss) identified no space on the disk, c drive was full, and the issue was fixed. User then stated that the patient was not showing on the pyxis, tss verified and confirmed that the patient was discharged, and the order was discontinued, and the patient was readmitted on the same day with different visit identification. User also stated that multivitamins were not showing on pyxis for another patient. Tss verified and confirmed that the patient was still admitted, and orders was still active. Tss also verified the communication, confirmed that the database was normal, ran an inventory report and confirmed that no issues were identified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had data error message on screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.